Event description:
The concerto coil system coiled inside the microcatheter and failed to deploy. Another coil was then used; procedural note indicates: "coil embolization of the superior rectal artery was then performed to stasis." There were no complications.